Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for a generator exchange, stored noise reversions were observed on the right ventricular lead prior to implant. The noise reversions were appropriate, however, because the patient is dependent, the lead was capped and replaced on (B)(6) 2019 due to the possibility of lead noise. The patient is stable post procedure.